Manufacturer narrative:
Correction: manufacturing report 2938836-2019-13997, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2938836-2019-13992, 2938836-2019-13993, 2938836-2019-13994. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.